Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off unexpectedly at the power on screen during testing. The event happened in pharmacy department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported improper shutdown. A single event of improper shutdown was verified through a review of the event history log. Visual inspection determined the cause to be dried fluid in the battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.